Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon explanted an implantable collamer lens from the patients left eye (os), on (B)(6) 2018, due to the development of a cataract and an intraocular lens (iol) was implanted. The reporter indicated it was a cortical (anterior), nuclear and posterior subcapsular cataract. The lens was in the patients eye for 15 years. The reporter indicated the cataract was age-related. The lens was discarded.